Event description:
It was reported that, during patient use of a pulse oximeter, the pulse rate dropped to zero without an alarm. The customer also reported that the device previously displayed a ¿sensor off¿ alert messages. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). One pulse oximeter was received for evaluation. A visual inspection found no anomalies. The unit was powered on without errors. It was connected to a finger sensor and it measured beat per minute (bpm) and oxygen saturation (spo2). It was removed to test audio for a zero pulse rate, and the device beeped roughly once every 15 seconds, alerting that the pulse rate was zero. The customer reported malfunction was not confirmed, as the device was found to function as intended.

Manufacturer narrative:
(B)(4).